Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Upon receipt of additional information is was determined that the reported device did not cause or contribute to the reported event; this report has been filed error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a final MDR will be submitted. Foreign - (B)(6).

Event description:
It was reported that prior to surgery, the device was doing jerky movements when switched on. The operator took another product to surgery. There was no delays or harm as this was not during surgery.